Event description:
Customer did not have an activated pod for 5 hours prior to activating new pod. Customer reported having high bgs (387-467 mg/dl) with new pod despite multiple corrective boluses and increasing their basal rate. Customer did not report that the cannula was kinked, but did state that blood was present in the cannula. Pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.